Event description:
Following lasik surgery, I have significant loss of night vision and low light vision. Poor contrast discrimination makes it impossible for me to drive at night. I am a professional musician who works at night in low lighting situations and has to drive after shows. I have not been able to drive myself after a show since (B)(6) - nearly 6 months ago. My doctor told me to use eye drops and take fish oil, but after consistent daily use for 3 months, there is no change. They told me further surgery would make it worse and contacts/glasses would not improve my ability to see contrast at night. Monthly visits to (B)(6) for checkups. No improvement. (B)(6).